Manufacturer narrative:
This report is related to mdrs 3011632150-2022-00078,and -00079. There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of restenosis leading to intervention is listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
This report is related to mdrs 3011632150-2022-00078,and -00079. The patient was treated as part of the mimics 3d USA post-market observational study on (B)(6) 2021. The subject was implanted with three biomimics 3d (bm3d) stent ( 6.0 x 150mm stent (report #3011632150-2022-00078), 6 x 150mm stent (report #3011632150-2022-00079) and a 6 x 100mm (this report)) to treat a denovo lesion of the sfa proximal third to proximal popliteal artery in the left leg. A contralateral approach was used and pre- and post-dilatation was conducted with percutaneous transluminal angioplasty (pta) and the lesion was prepared using atherectomy. On the (B)(6) 2022, an event of restenosis of treated segment (target lesion) was identified by the site. It was reported as "possibly related" to the device and "not related" to the procedure. It was also reported as target lesion related. It led to a percutaneous intervention and it involved a target lesion revascularisation on (B)(6) 2022 with bare metal stent placement, pta balloon angioplasty and laser atherectomy. The device(s) remain implanted. The patient outcome is reported as "resolved/recovered".